Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was observed. A balloon aortic valvuloplasty (bav) was performed with a 24mm balloon. While the balloon was being withdrawn, it caught a paddle on the valve and pulled the valve into the ascending aorta. A second valve was deployed in an ideal location and trace pvl was observed after deployment. No additional adverse patient effects were reported.